Event description:
A malfunction was reported on the pump by the caller. Customer¿s blood glucose (bg) level was 376 mg/dl. The customer administered a correction injection via multiple daily injection (mdi) and did not require third-party assistance. Technical support provided instructions for resetting the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.